Event description:
It was reported that a pt underwent a cervical lymphadenectomy procedure on (B)(6) 2010. A drain was placed and a reservoir was connected. The locking plate of the reservoir was difficult to un-lock. The reservoir was disconnected and another device was used. There were no adverse pt consequences.

Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.